Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing.

Event description:
The pt was very unstable. The "leak in the iab circuit" and "autofill failure" alarms sounded from the system 97 pump. No blood was noted. The following was rpt'd on 5/20/97: on filling, the console alarmed "autofill fail". The helium tank was checked. All lines were checked for proper connection. No blood was noted in the tubing. The 2nd and 3rd consoles also alarmed. The iab was finally removed from the pt. As a result of the event, the pt developed a hematoma when the iab was removed. Event complications: unk - rpt'd 4/30/97; pt. Developed a hematoma - rpt'd 5/20/97. Pt current status: unk - rpt'd 4/30/97.